Manufacturer narrative:
The procedure was a craniotomy and the system became unresponsive for 15 minutes during boot-up while the patient was on the table about to be anesthetized. The procedure was completed successfully without navigation. Issue was resolved the following day by replacing the computer in the system.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site. RMA issued. Replacement computer shipped to site. Medtronic investigation of returned suspect computer finds that at initial power-up, results in system booting to log-in screen in 51s, launching cranial 226 to surgeon select screen elapse a total of 2m26s. Ram reports no errors. Hdd reports 1 bad section. Computer failure - hard drive malfunction - indirectly caused event. (B)(4) 2014 a medtronic representative replaced the computer and performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial procedure, it was alleged that the s7 cranial software application was running slow and became unresponsive intermittently. In trouble-shooting, exams were checked and some deleted, however, did not resolve the issue. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.